Event description:
It was reported that there was a loss of therapeutic effect. One day prior to the report and on the day of the report, the patient had an increase in symptoms, notably shaking and specifically on the right side of the body. It was stated that he might have fallen, but wasn't sure when that would have been. The patient checked if his implants were on using his patient programmer, but when trying to check, no lights were coming on the back of the programmer. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a51, serial# (B)(4),implanted: (B)(6) 2010, product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).